Manufacturer narrative:
The ipg passed visual, performance, and electrical tests performed and exhibits normal device characteristics. Visual inspection of the lead ((B)(4))showed that the lead was cut approximately seventeen inches from distal end. Damage to the lead is a result of a typical explant procedure and it is not considered a failure. Visual inspection of the lead ((B)(4)) did not reveal any anomalies. The root cause of the reported pocket pain is unknown.

Event description:
A report was rec'd that the pt's entire precision system was explanted due to pocket site tenderness and swelling but no infection. The physician believes that the pt may have been allergic to the metal, although the pt was not tested. The physician noted that the pt had some necrosis and it had created a hole inside the pt's pocket. The pt was doing fine following the explant procedure.

Event description:
A report was received that the patient's entire precision system was explanted due to pocket site tenderness and swelling but no infection. The physician believes that the patient may have been allergic to the metal, although the patient was not tested. The physician noted that the patient had some necrosis and it had created a hole inside the patient's pocket. The patient was doing fine following the explant procedure.